Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer blood glucose reading was 140 mg/dl. Troubleshoot was performed. Customer stated insulin pump stop working when filling the cannula and did not gave an option to rewind. Customer stated insulin was squirting out during manual process. However, customer was not wearing the insulin pump during the priming process. Customer stated there was gap that was closed and insulin pump was touching the reservoir. Customer stated the screen got stuck during rewind. Yet, insulin did not continue to drip after letting go the act button and the pace was very fast. Customer stated the drive support was normal. The insulin pump is expected to be returned for analysis.